Manufacturer narrative:
Follow-up (5/21/2012) - device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.

Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately erratic. The medical surveillance specialist (mss) spoke with the reporter on (B)(6) 2012 and obtained the following information. The patient tests 10x daily and manages his diabetes with apidra insulin. Before the alleged issue began, the reporter confirmed the patient continued to follow his usual diabetes management routine and obtained a blood glucose result of "about 100 mg" before dinner. The alleged issue began on (B)(6), 2012 at 9pm. The reporter stated the patient obtained blood glucose results of "30, 360, 122 and 280 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. Prior to the alleged issue, the reporter claims the patient felt weak and "wobbly" which he associated with low blood glucose. Shortly after testing on the subject meter, the patient began to slump over and "passed out" as he was sitting on the couch. The patient was given orange juice and glucose gel as treatment. The patient felt better a few hours after. The reporter confirmed another device was also used to test the patient's blood glucose but did not recall results. At the time of troubleshooting, the cca noted the unit of measurement was set correctly on the subject meter and an approved sample site was used for testing. The cca was unable to walk the reporter through quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.